Event description:
Asked by medical research physicians to test a hearing and listening device. The medical professionals are dentists and they inserted a hearing and listening device in pt's upper left molar. The research device resembles a medical device that was first patented in 1928 called a dentiphone or audiphone. Pt has tested the device for many years. Pt has a courtcase which is going to appeal for monetary compensation for working for these physicians.